Event description:
Customer reported not being able to test her blood glucose due to a blank screen on their freestyle freedom meter. Customer reported experiencing symptoms of hypoglycemia, loss of consciousness and grand mal seizure. Paramedics were called and treated customer with sugar via an IV. Customer was then transported to medical center where she was diagnosed with severe hypoglycemia and treated with potassium through her IV.

Manufacturer narrative:
Customer's meter has been returned to the lab and no reading issues nor blank screen were observed. All results were within the range spec and no errors were observed during control solution testing. Meter did power on with button depression or insertion of strips.